Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 5. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility and bleeding. No further patient complications were reported.